Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The patient is undergoing chemotherapy treatment in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The external investigation showed that there were no signs of contamination on the outside of the device. The internal investigation of the humidifier showed that there were signs of contamination on the top of the water tank lid. The internal investigation of the base unit showed that there were no signs of contamination inside the base unit. There were no signs of sound abatement foam degradation in the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device log. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of conataminants.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The patient is undergoing chemotherapy treatment in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.